Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient was at home with his girlfriend and woke up around 10-11:00 am. He was not feeling well and had tremors and twitches in his arms (also described as seizures). The cgm then showed 4.8 mmol/l but the bg was approximately 3 units lower (about 1.8 mmol/l). Before he could have breakfast, he collapsed, lay shaken and was unconscious. His girlfriend then called 112, and an ambulance arrived about fifteen minutes after. During this time the girlfriend gave him some jam. When the paramedics arrived the cgm showed 4.8mmol/l; the bg was not provided. The patient was confused, did not know the day or time, who he was, or where he was. The paramedics stayed for more than an hour and made sure the patient ate and drank. No further treatment information was provided. When they left his bg was over 6-7mmol/l. It was reported that he took at least 24 hours to fully recover. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.